Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer septal occluder was choser for implant using a 12 f amplatzer trevisio delivery system. During the procedure, the device was flushed and loaded accordingly to the ifus but could not deploy properly into the patient. It was noted that the device took form of a cobra deformation. It is noted that the patient remained hemodynamically stable throughout the procedure with no adverse events.the procedure was completed using a new 28 mm amplatzer septal occluder. It is reported that patient was stable with no adverse consequences and no clinically significant delay.